Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited onsite and found that the point rail voltage led on the miu was not lit. Upon troubleshooting the fse confirmed there was no voltage present. The fse replaced point (power inverter) and the miu in the lateral e cabinet. The power inverter was returned to philips for further analysis, which confirmed that the control pcb of the point has been found electrically defective. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the point calibration failed, preventing the system booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.